Event description:
It was reported that the recently implanted right ventricular (rv) lead, cardiac resynchronization therapy defibrillator (crt-d), and a non-boston scientific (non-bsc) lead were explanted. Additional information provided advised the non-bsc lead had dislodged and was not capturing, and the rv lead had oversensing observed since implant. The products were replaced with no patient complications and will not return for analysis. Outside of the revision, no adverse patient effects were reported.